Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. Additional information from the field representative indicates that this device was explanted due to sepsis. A non-boston scientific product was also explanted for the same reason in this surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the clinical observations were not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. Additional information from the field representative indicates that this device was explanted due to sepsis. A non-boston scientific product was also explanted for the same reason in this surgical intervention. No new device system was implanted. No additional adverse patient effects were reported. The product was returned for analysis.